Event description:
A customer reported an issue where pressing the top button on their device with the case on was difficult. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined troubleshooting, and technical support closed the case following this decision. No additional information was received regarding the outcome of the event.